Event description:
User had problems with controls for several assays and received a high bicarbonate result for one patient sample. Sample type is serum. Initial bicarbonate result gave 47.8 mmol per l and was accompanied by an "h" data flag notifying the user the result is over the normal value limit of the assay. The sample was repeated giving 22.3 mmol per l. A second repeat was performed on another p module at customer site giving 24 mmol per l. User felt the repeat results were correct and reported them and did not report the initially high result. The field service representative found the vacuum line was broken at the vessel and repaired the line. Calibration, controls and precision study were run to verify analyzer performance.